Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 for a bacterial infection. Blood cultures were positive and the patient had pelvic suppuration. Drug therapy was performed. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
This event occurred at (B)(6).manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until undergoing a pump exchange on 10apr2020 (related manufacturer report number 2916596-2020-02154). Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular asist system (lvas) instructions for use (IFU), rev. B is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. Heartmate ii lvas patient handbook, rev. D, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D6a - date of implant correction. No further information was provided. The manufacturer is closing the file on this event.